Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed an issue that could have contributed to the reported low speed events and pump stoppage captured in the submitted system controller log file. A distal end driveline replacement was performed on (B)(6) 2016 and approximately 13 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline segment revealed that all wires within the driveline were electrically intact. The rescue tape previously applied to the exterior of the driveline was removed, revealing the reported cosmetic damage to the outer silicone sleeve adjacent to the terminus of the distal end bend relief. Upon removal of the outer silicone sleeve, the clear bionate layer appeared unremarkable. Two major areas with breakdown of the braided shield were observed near the metal connector and near the terminus of the distal end bend relief. Visual inspection of the underlying wires found that the black wire was partially fractured adjacent to the nipple housing of the metal connector. The observed wire damage appeared to be the result of fatigue due to a combination of abrasion against the braided shield as well as repetitive movement of the driveline in this area. The surrounding wires near the metal connector appeared to be slightly kinked and showed some abrasion marks; however, the remainder of the driveline segment was otherwise unremarkable and no additional areas of compromised wire insulation were identified. The black wire represents one of the two redundant wires that comprise phase 2 of the three phase motor. If the exposed conductors of the black wire made contact with the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting electrical short to ground could have caused the reported low speed events and pump stoppage recorded in the submitted log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 9 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received 3 low speed advisory alarms on the evening of (B)(6) 2016. The customer reported there was damage at the distal end of the driveline by the bend relief. The patient was asymptomatic. The manufacturer's technical services reviewed the log file and observed a pump stoppage on (B)(6) 2016 and reported that the issues only appear to have occurred while the vad was connected to the power module. X-ray images showed a potential area of concern by the connector and bend relief as well as a potential area about half way up the external portion. On (B)(6) 2016, technical services performed a driveline evaluation and repair. The electrical continuity test did not reveal any broken wires and a portion of the external driveline was replaced with no issues. No alarms occurred when the patient was placed on a grounded patient cable after the repair. The patient was discharged home without further alarms.